Event description:
The pt felt warmth in/around the ins pocket. It felt like it was getting too hot and the pocket was red when the device was on. The system was removed. The pt also wanted the device removed for cosmetic reasons. The pt was undergoing a new trial for spinal cord stimulator.

Manufacturer narrative:
(B) (4).